Event description:
Additional information was received from a patient (pt). It was reported that the replacement recharger that the patient received resolved the burning/heating.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger product ID 97745, serial# (B)(6) . Product type programmer, patient b3: date is approximate. H3: analysis of the controller (product ID 97745 serial# (B)(6)) found they duplicated the problem. They repaired bent lit hium ion battery contacts causing charge/power issues and replaced the front case due to broken stim button bosses. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) stated they talked to they rep last sunday about issues they were having with the equipment. The pt stated the controller goes off when they are using it since about 4 weeks now; pt stated they have to take the batteries out for a while to reset it and get it working again/get it to come back on. The pt stated this happens when they are using the controller with and without the recharger (rtm). The pt stated they were recharging today and the rtm cord got real real hot at the part where it goes into the paddle. The pt stated the cord is real loose where it goes into the paddle and they can see wire damage. The pt said it it felt like it was burning their skin today when they were recharging but pt cannot see the area to see if there is any redness. An email was sent to the repair department to replace the controller and the rtm cord. Additional information was received from a patient (pt). It was reported that the replacement recharger that the patient received resolved the burning/heating.

Event description:
It was reported that the patient (pt) stated they talked to they rep last sunday about issues they were having with the equipment. The pt stated the controller goes off when they are using it since about 4 weeks now; pt stated they have to take the batteries out for a while to reset it and get it working again/get it to come back on. The pt stated this happens when they are using the controller with and without the recharger (rtm). The pt stated they were recharging today and the rtm cord got real real hot at the part where it goes into the paddle. The pt stated the cord is real loose where it goes into the paddle and they can see wire damage. The pt said it it felt like it was burning their skin today when they were recharging but pt cannot see the area to see if there is any redness. An email was sent to the repair department to replace the controller and the rtm cord.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4), date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: product 97755, serial number (B)(6), was returned for product analysis. Analysis found that: recharger failure, no device found. Cable insulation is pulled out from the donut medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.